Event description:
User stated they run all pth testing in duplicate and received differing results for one patient sample. The lab aliquots the samples from the same tube into cups and then runs the cups in duplicate. He states the samples recovered 19.73 pg per ml and 165.0 pg per ml. He then repeated these same cups and obtained 159.8 pg per ml and 158.7 pg per ml. The result of 159.8 pg per ml was reported for the patient.

Manufacturer narrative:
The field service representative determined the sr probe was misadjusted, due to leaning sample tubes. He readjusted the sr probe and installed rack inserts to ensure proper tube position. He ran qc and patient samples with no errors to verify the performance of the analyzer.